Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the broken pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During device recertification by a baxter service technician, a flo-gard infusion pump was found to have a broken pumphead door on channel a. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.